Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
An insulet clinical services mgr reported that a customer was hospitalized on (B)(6) 2014 with diabetic ketoacidosis (dka). The customer's mother reported that the customer's blood glucose (bg) was 120 when the pod was activated, and then two hours later, the customer was in dka. By 9:09 pm, the customer's bg read high (>500 mg/dl).